Manufacturer narrative:
Trackwise#:(B)(4). The device was returned to the factory for evaluation on 10/22/2021. An investigation was conducted on 07/05/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties. The harvesting device was then inserted into the cannula with no physical or visual difficulties. The blue toggle on the cannula was manipulated to extend and retract the c-ring. No visual or physical difficulties were observed. The c-ring was observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was not confirmed. The lot # 25159880 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was inspected prior to use. Problem is described as; c ring would not retract into cannula properly. A new device was open, tested and used. No patient involved.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was inspected prior to use. Problem is described as; c ring would not retract into cannula properly.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.